Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 539 mg/dl, and customer delivered a correction bolus via the pump to address elevated bg. Customer changed the infusion set and cartridge multiple times. During troubleshooting, insulin was not observed exiting the cartridge tubing. Customer also reported that a cartridge alarm occurred during the loading sequence. Customer loaded another cartridge to resolve the alarm and cartridge tubing issue. Pump system check did not identify any further issues; cause of elevated bg was not known. Customer continued using pump for insulin therapy.